Manufacturer narrative:
One device was received for investigation. Visual inspection found the downstream occlusion (dso) seal was delaminated. The reported issue was confirmed during functional testing as the remote cord connector pins were bent. Service history review found there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced.

Event description:
It was reported that the after the device dose cord was attached, it became stuck and unable to disconnect. No additional information was provided. Device evaluation revealed a delaminated downstream occlusion seal.